Manufacturer narrative:
It was noted that no further information would be made available due to the (B)(6) privacy act. Therefore, the event cannot be confirmed based upon the minimal information received.

Event description:
It was reported that the exeter stem 44 number 1 broken at half way mark. The surgeon replaced with a 44 short stem.